Event description:
Ten months after mentor saline breast implants began experiencing pain that began in my legs and has now basically taken over my body. Doctor's not sure what I have but it is autoimmune they do know and probably a combination of polymyalgia and rheumatoid arthritis. I have had over 9 different mris and tried several different drugs to get relief from pain. I have been on prednisone (steroid) for almost a year just to be able to be somewhat ambulatory. I have no family history of arthritis or autoimmune issues. I am certain the implants are making me sick. My breasts have been sore every minute since my surgery almost 2 years ago. I have had significant hair loss as well. Someone needs to inform women of these dangers. I would give quite a bit to have had this info explained to me before I had my surgery. I wish I had never had it and I wish I could afford to get them explanted now. Please help me and others in my position which are in the tens of thousands at least.